Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, xerostomia, local infection subacute chronic osteitis, immediate implantation, inadequate bone quality quantity, mobility